Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump was received with a cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had an unexpected restart alarm and a compromised force sensor system alarm. The customer reported that insulin was squirting out of the device during priming. Customer also reported that during the call, his blood glucose level got down to 27 mg/dl, which he treated with food, juice, and glucose gel. The customer also reported having a blood glucose level around 400 mg/dl several weeks prior to the call. The customer did not recall any significant events leading up to the error alarms. Customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.